Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock to be delivered in two episodes and several untreated episodes. This system was noted to have previously delivered an inappropriate shock resulting in the electrode to be repositioned. Review of device data determined that there were low amplitudes noted with a change in morphology when the patient changed positions. X-rays were completed with no visible damage noted and full electrode insertion confirmed. The device was subsequently reprogrammed from the primary to the secondary vector to mitigate further oversensing and inappropriate therapy. Technical services (ts) provided the next troubleshooting steps and programming options. This system remains in service. No adverse patient effects were reported.